Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received stated that this was due to natural progression and an acl tear. Cement used was depuy ghv.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the joint injury (injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for pain. Surgeon revised patient to a total knee replacement. All uni implants were extracted. There was no loosening of the uni implants. Once all implants were extracted, proceeded with total knee replacement. Implanted a crs femur and attune rp revision tray with a 5mm rp stabilize insert. There was no delay in surgery. There was no injury to the patient. This was the patient's left knee. Original date of surgery was (B)(6) 2015.